Manufacturer narrative:
(B)(4). Method: the complaint inspiratory elbow and plug of the breathing circuit was returned to the manufacturer. The pins on the inspiratory limb of the complaint breathing circuit were tested to see if they could be connected to a heater wire adaptor. Results: the inspiratory heater wire pin was split, therefore full insertion of the heater wire adaptor was not possible. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be connected to the inspiratory limb of three rt340 adult dual-heated with evaqua breathing circuits during set up. This was reported prior to patient use.